Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm carpentier-edwards perimount aortic valve underwent a valve-in-valve procedure due to moderate aortic regurgitation and mild aortic stenosis after an unknown implant duration. The patient presented with a symptom of heart failure. The tavr was performed with a non-edawrds transcatheter valve with no patient complications reported. The patient status was reported as 'recovering'. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional narratives: the root cause of this event remains indeterminable.